Event description:
Acromioclavicular (ac) tightrope failure 3 weeks post-op, due to the knots on the clavicle button becoming unraveled. This is the first of four tightrope cases reported by the same rep. An open procedure was necessary to revise the ac rupture. Hardware was removed. Surgeon states suture had broken. This device is used for treatment.

Manufacturer narrative:
The lot number was not provided; therefore, device history could not be reveiwed and manufacturing date not determined. No additional information regarding details of the initial procedure and/or patient compliance with post op instructions could be obtained. The implant was not returned and a definitive conclusion could not be determined for this event.